Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the probe is showing an error on the middle sensors on the probe and is showing black streaks in the image. No other information provided, at this time.

Event description:
It was reported that the probe is showing an error on the middle sensors on the probe and is showing black streaks in the image. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe is showing an error on the middle sensors on the probe and is showing black streaks in the image was confirmed. The probe displays a dark vertical line in the ultrasound image and fails the probe assessment test with 3 failed transducer elements. The root cause of the reported failure was identified as an internal failure within the probe.